Event description:
It was reported an infection occurred. It was further reported that redness was noted at the device site. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned to the manufacturer, analyzed and no anomalies were found. This event occurred outside the us where the same model is distributed. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).